Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the high definition lcd monitor auto-shutdown unexpectedly. The issue was found during reprocessing before a therapeutic procedure (cholecystectomy). The patient was not under anesthesia. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the screen blacked out occasionally due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.